Event description:
Boston scientific received information that this right atrial lead was explanted because of high thresholds. The physician implanted a new lead instead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.